Event description:
It was reported that the customer just had his pump replaced and ended up in the hospital with the new pump. Customer changed the battery and it gave him a failed battery test and a weak battery alert. Customer stated that the pump was working again after he changed the battery again. Customer changed his site and his blood glucose level continued to rise. Customer was hospitalized on (B)(6) 2015 with a blood glucose level over 600 mg/dl. Customer was put on an insulin drip and was wearing the pump at the time of the emergency room visit. Customer was in the hospital for a day and a half. Troubleshooting was performed and it was found that the customer did not rewind his pump after the doctor programmed his setting. It was explained that the rewind was necessary to get out of training mode and begin normal function. Troubleshooting was not completed because the pump seems to be working now. Customer took off the activity guard and accidently broke it. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.